Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Additionally, the patient reported they will no longer be performing pd therapy. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient arrived at the outpatient pd clinic on (B)(6) 2023 for a scheduled appointment. During the visit, the patient reported they awoke during the night (within the last 48 hours) and felt something wet. The patient noted the transfer set had disconnected, after which they reconnected it and completed ccpd treatment. The patient¿s peritoneal effluent fluid was cultured but appeared clear upon inspection. The patient was not experiencing any abdominal pain; therefore, the patient was prescribed oral keflex 250 mg three times a day for three days or until the culture results become known. On (B)(6) 2023, the patient¿s culture results returned positive for multiple organisms (enterococcus faecium, pseudomonas aeruginosa, and staphylococcus epidermidis) and the patient was instructed to go to the emergency room. It should also be noted when the pdrn contacted the patient, they seemed ¿not themselves¿ and was slow to respond. The patient was admitted, diagnosed with peritonitis, and treated with antibiotics (drugs, dosages, route, durations, frequencies not provided). While hospitalized the patient was transitioned to hemodialysis (hd) due to the patients¿ request, in addition to clinical concerns regarding the patient¿s safety and ability to perform ccpd therapy. The pdrn attributed causality to the contamination of the transfer set and the patient¿s on-going diarrhea. As of (B)(6)2023, the patient remains hospitalized and is recovering from the events. During follow-up, there was no allegation a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, which warranted hospitalization, antibiotic therapy, and the transition of rrt to hd. Causality was attributed to contamination of the transfer set when it disconnected and was reconnected without replacement/disinfection. Additionally, the pdrn cited the patient¿s on-going diarrhea contributed to the serious adverse events. Per the follow-up documentation, the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty cycler set are excluded from having a causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Additionally, the patient reported they will no longer be performing pd therapy. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient arrived at the outpatient pd clinic on (B)(6) 2023 for a scheduled appointment. During the visit, the patient reported they awoke during the night (within the last 48 hours) and felt something wet. The patient noted the transfer set had disconnected, after which they reconnected it and completed ccpd treatment. The patient¿s peritoneal effluent fluid was cultured but appeared clear upon inspection. The patient was not experiencing any abdominal pain; therefore, the patient was prescribed oral keflex 250 mg three times a day for three days or until the culture results become known. On (B)(6) 2023, the patient¿s culture results returned positive for multiple organisms (enterococcus faecium, pseudomonas aeruginosa, and staphylococcus epidermidis) and the patient was instructed to go to the emergency room. It should also be noted when the pdrn contacted the patient, they seemed ¿not themselves¿ and was slow to respond. The patient was admitted, diagnosed with peritonitis, and treated with antibiotics (drugs, dosages, route, durations, frequencies not provided). While hospitalized the patient was transitioned to hemodialysis (hd) due to the patients¿ request, in addition to clinical concerns regarding the patient¿s safety and ability to perform ccpd therapy. The pdrn attributed causality to the contamination of the transfer set and the patient¿s on-going diarrhea. As of (B)(6) 2023, the patient remains hospitalized and is recovering from the events. During follow-up, there was no allegation a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events.

Manufacturer narrative:
Correction: b3 (event date), d10 (therapy dates of concomitant products).

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Additionally, the patient reported they will no longer be performing pd therapy. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient arrived at the outpatient pd clinic on (B)(6) 2023 for a scheduled appointment. During the visit, the patient reported they awoke during the night (within the last 48 hours) and felt something wet. The patient noted the transfer set had disconnected, after which they reconnected it and completed ccpd treatment. The patient¿s peritoneal effluent fluid was cultured but appeared clear upon inspection. The patient was not experiencing any abdominal pain; therefore, the patient was prescribed oral keflex 250 mg three times a day for three days or until the culture results become known. On (B)(6) 2023, the patient¿s culture results returned positive for multiple organisms (enterococcus faecium, pseudomonas aeruginosa, and staphylococcus epidermidis) and the patient was instructed to go to the emergency room. It should also be noted when the pdrn contacted the patient, they seemed ¿not themselves¿ and was slow to respond. The patient was admitted, diagnosed with peritonitis, and treated with antibiotics (drugs, dosages, route, durations, frequencies not provided). While hospitalized the patient was transitioned to hemodialysis (hd) due to the patients¿ request, in addition to clinical concerns regarding the patient¿s safety and ability to perform ccpd therapy. The pdrn attributed causality to the contamination of the transfer set and the patient¿s on-going diarrhea. As of (B)(6) 2023, the patient remains hospitalized and is recovering from the events. During follow-up, there was no allegation a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events.